Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device he reported "lec44510" problem was not duplicated. The event log recorded three instances of this error over a 24 hour period. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Investigation of a smiths medical cadd vip 2120 pump is completed. Complaint alarm lec44510 was duplicated but did not reveal error message, however in the event log was not able to substantiate event. "(B)(6) 2019 11:15:00 pm quarter hourly counter, continuous rate is 0.75 ml, kvo rate is 0 ml. (B)(6) 2019 11:30:00 pm quarter hourly counter, continuous rate is 0.75 ml, kvo rate is 0 ml. (B)(6) 2019 11:36:06 pm system fault 44,510 occurred 303,206,340 0 0 0. (B)(6) 2019 11:36:06 pm power down." For preventative measures the main board was replaced. Unknown what caused of event and device passed delivery and functional testing. Device was returned in good physical condition.

Event description:
Information received a smiths medial cadd solis 2120 pump alarmed error code lec44510. Event occurred during testing and no patient involvement.